Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 40, code f, taper 18/20, catalog no# 01.00181.400, lot no# unknown; therapy date : (B)(4) 2011. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient was implanted on left side and underwent revision surgery due to lysis of the stem and cup.

Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. No trend considering the following event is identified: osteolysis and unknwon indication for revision. Event summary: it was reported that the patient received a left hip implant on (B)(6) 2008 and was revised on (B)(6) 2017 due to osteolysis and other indication for revision. No additional information: about the other indication was provided. Review of received data the njr database entry stated that the reason of revision do not include aseptic loosening , head/socket mismatch, incorrect sizing, malalignment, wear of acetabular component and adverse soft tissue reaction to particulate debris. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the adapter information is unknown, the compatibility between head and stem could not be checked. Conclusion summary: the patient was revised due to osteolysis and other indication, however no information was provided regarding the other indication. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; the condition of the component is unknown. Therefore, the event cannot be confirmed. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. The implant was 9.1 years in vivo. The quality records also show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Osteolysis around durum cup is a known issue and have been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). Therefore, no further investigation required. For osteolysis around the stem, possible cause includes patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, due to significant lack of information, we were not able to identify a specific root cause for this issue. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.